Event description:
Limited information was reported through a legal event that a patient was implanted with strattice on (B)(6) 2017. The form also indicates that on an unspecified date, the strattice implant had been ¿removed or revised¿. No information was provided on the indication for the initial surgery or the reason for the removal or revision.

Manufacturer narrative:
This legal event is being reported as serious injury due to the reported recurrence with surgical intervention. The lot associated with this event was not reported and remains unknown; therefore a review into the device history records could not be performed. No strattice devices were returned for evaluation. Based on the limited information, and without relevant patient factors, a relationship between the event and the strattice could not be determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.

Event description:
On 13/may/2024, pmqa received notification from legal that the plaintiff profile form was received associated with this event. As per the ppf form, the patient underwent an ¿incisional¿ hernia surgery and was implanted with a strattice device on (B)(6) 2017. The patient underwent a ¿revision surgery,¿ ¿open ventral hernia repair¿ on (B)(6) 2022. The patient underwent a ¿removal surgery,¿ ¿explantation of infected incisional hernia mesh¿ on (B)(6) 2023. As per the ppf form, the patient claims the implantation and failure of the mesh caused the following injuries: ¿due to multiple surgeries, I no longer have abdominal feeling. I have permanent nerve damage that will not allow me to perform sit-ups. I am also permanently disfigured. I have no umbilicus and am scarred from my chest wall to my waistline.¿ the patient received ¿primary care follow up to procedures¿ on unknown dates. The patient underwent ¿abdominal wall reconstruction¿ on an unknown date. The ppf form also indicates that the patient was implanted with a non-abbvie device, ¿hernia mesh¿ on (B)(6) /2022. The form indicates that the device was revised on an unknown date due to ¿malfunction or infection.¿

Manufacturer narrative:
Additional and/or corrected data: a2, b3, b5, d1, d4, d6b, h4, h6. A review of the device history record for strattice lot sp100490 has been completed. No deviations or non-conformances noted. This is a known potential adverse event addressed in the product labeling. A relationship between the strattice and this event could not be conclusively determined. Due to the legal process, if additional information is made available during legal proceedings, a supplemental report will be submitted.